Manufacturer narrative:
The electrode serial number and its expiration date were not provided.

Event description:
The initial reporter received questionable sodium electrode results for two patient samples tested on the cobas pro ise analytical unit. Patient sample 1: the initial result was 139 mmol/l. The repeat result was 130 mmol/l. Patient sample 2: the initial result was 136 mmol/l. The repeat result was 128 mmol/l.